Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urinary retention with need for foley catheter replacement, removed (B)(6) 2009, irritation from foley catheter, flank pain, dysuria, herpetic lesion on buttock, numerous ER and physician office visits for chronic intermittent abdominal pain in the left and right lower quadrant and mid and epigastric areas and episodes of nausea, vomiting and chronic diarrhea with weight loss, chronic pelvic pain, gastritis, gastric ulcer, ruptured ovarian cyst, persistent bacterial vaginosis, feeling of incomplete bladder emptying, frequency, bladder pain with full bladder, irritable bowel syndrome, fibromyalgia, suprapubic pain, severe pain with bowel movements and sometimes with urination, anal fissure, elevated ast suggestive of alcohol induced liver damage, esophageal reflux, urge incontinency, stress urinary incontinence, nocturia, vaginal yeast infections, purulent vaginal discharge, vaginal burning and itching, multiple recent sexual partners with unprotected sex (noted 2013), extremely poor dentition with several missing and infected teeth, gingivitis and enlarged cervical and sub-mandibular lymph nodes, depression, vomiting episode after which she reported she felt like she "tore something" (noted (B)(6) 2013), feeling like she has to push her urine out; pressure in bladder; dyspareunia-sharp and stabbing pain after and during intercourse with deep penetration and with orgasm, bleeding with intercourse, vaginal exam demonstrating band across the anterior portion of the vagina which elicits pain, a ball of tissue in the midline which is extremely tender and a lot of tenderness at insertion site in her pelvic floor muscles but no mesh erosion (2012), urinary tract infections, pyelonephritis, pelvic inflammatory disease, laparoscopic lysis of pelvic and abdominal adhesions (2012 and 2014) - liver was adherent to the abdominal wall consistent with fitz-hugh-curtis syndrome, complication of pelvic inflammatory disease, hemorrhagic ovarian cyst, pain with coughing or passing gas, daily marijuana use, several syncopal episodes with falls, and left inguinal hernia. Exam in 2015 demonstrated a very tender, palpable mass on anterior vaginal wall underneath the bladder and an area that was felt to be exposed mesh on the anterior vaginal wall. She underwent mesh excision as well as left inguinal hernia repair on (B)(6) 2015. At post-op follow-up visits she stated her pain, frequency and nocturia were all improved and she had good urinary control.

Event description:
(B)(4). The pt's attorney alleged a deficiency against this device. Add'l info has been requested but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced suprapubic tenderness, foul smelling white thick vaginal discharge, vaginitis, urgency, cramping and spasming during intercourse, right flank pain, leakage, perineal pain, dysfunctional voiding, hematuria, vulvar itching, vulvar burning and irritation, vaginal odor, candidiasis vulvovaginitis, recurrent urinary tract infections, trichomonas vulvovaginitis, decreased urine volume, and probable cystitis. She also required nonsurgical interventions including replacement of foley catheter due to urinary retention following surgery on ((B)(6) 2009), second replacement of foley catheter due to intermittent urinary retention ((B)(6) 2009), and cystoscopy ((B)(6) 2012).